Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 130mg/dl. A supply change was performed to address the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridges. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.